Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 118 mg/dl. Customer has been experiencing low blood glucose for a couple of weeks. The blood glucose reading at the time of the event was 38 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The insulin pump had a missing end cap sticker, a scratched display window and cracked battery tube threads.